Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. The foot switch x-ray controller was evaluated and found to be operating as intended. The system was tested and found to be working as intended and put back into service. The customer reported a brief unintended fluoroscopic x-ray exposure to an unshielded patient. A supplemental report will be submitted at the conclusion of the investigation which was opened related to the events surrounding this complaint.

Event description:
The customer reported that fluoroscopic x-ray stays on after releasing the footswitch. This event may have resulted in an aro (accidental radiation occurrence). No patient death or serious injury was reported related to this event.

Manufacturer narrative:
An investigation into the reported event was conducted. Based upon the outcome of the investigation, an occurrence of un-commanded x-ray could not be confirmed and the root cause is undetermined. No further actions are planned by the manufacturer at this time.